Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to complete broken reservoir tube lip. Device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked case at display window corners, missing o-ring reservoir tube and stained address number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 280 mg/dl. The customer states the pump where the reservoir goes the black bumper piece fell off and had to put in back. Troubleshooting was performed for damage and noticed the reservoir is loose, because they put the o-ring back but without it will not work. The insulin pump will be returned for analysis.